Manufacturer narrative:
The reported complaint of a stripped atrial set screw and difficulty to loosen the lead from the device was not confirmed in the laboratory. The atrial set screw was not returned for analysis. Therefore, analysis could not be performed on the set screw to determine the cause of the anomaly. Other damages found were sustained during the surgical procedure. The device was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a routine generator replacement procedure, physician noted that the set screw of the atrial lead was stripped. The physician removed the grommet and utilized the l hex wrench and finally was able to remove the atrial lead from the device header. The new device was implanted, and the patient was stable after the procedure.